Event description:
It was reported that the patient had hip pain. Patient had total hip revision surgery. The acetabular liner and head were exchanged.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock. All devices accepted into final stock met specifications. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No device specific failure modes were identified. Based on the device identification the complaint databases were reviewed from 1992 to present for similar reported events for this lot. There have not been any other events. The exact cause of the reported pain could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and no medical information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had hip pain. Patient had total hip revision surgery. The acetabular liner and head were exchanged.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6284-0-228 lot # c5drg description: 28mm +5mm femoral head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient requested product.